Manufacturer narrative:
Philips has conducted an investigation into this complaint. Information identified during the course of the investigation determined that the procedure was completed using another footswitch. During the wireless footswitch battery replacement the wireless footswitch was reset and the device was returned to intended function. The investigation was unable to determine a specific cause for the reported issue. However, as per philips records, the system is identified as present on the unit affected list for (B)(4). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch had lost its wi-fi connection and the wi-fi light was flashing. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that a reboot did not fix the issue. The fse replaced the batteries, and the device was returned to expected functionality. Philips has continue to investigate of the complaint.